Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower motor was replaced to address the issue.